Manufacturer narrative:
A representative device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.

Event description:
General report of an unspecified number of undocumented incidents of leakage of unspecified "radiopharmaceutical" agents. After unspecified lengths of time in use, unspecified amounts of "radiopharmaceutical" agents leaked from the injection ports. The customer contact reported, "this is causing a contamination issue." Multiple unsuccessful attempts have been made to obtain additional information.